Manufacturer narrative:
The device is not available for analysis. This report is filed april 4, 2014.

Manufacturer narrative:
(B)(4)

Event description:
Per the social worker, the patient reported heat at the site of the transmitting coil. The device has been requested to be removed from service and returned to the manufacturer for analysis. A replacement coil has been shipped to the patient. There is no allegation of patient injury.